Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she experienced sensor reading discrepancies. Customer stated that the sensor was reading 54 mg/dl and the insulin pump went into threshold suspend but her blood glucose was 90 mg/dl. Another time the sensor glucose was in the 300 mg/dl range and blood glucose was 190 mg/dl. Most recent blood glucose was 196 mg/dl. The customer stated she stopped using the sensor due to these issues. The customer was advised about the recommended calibration process. Customer would consider start using the sensor again.